Event description:
Anethesiologist reported when the endotracheal tube was inserted, a leak was noted, the tube was removed and discovered that it was ruptured, he put the tube in a cup of water and inflated the balloon with leaking noted from where the balloon attaches to the tube.======================manufacturer response for endotracheal tube with nerve monitoring, cobra et tuve electrode product - nerveana thyroidectomy parthyriodectomy endo tracheal tube (per site reporter).======================the or has been in contact with the quality manager at neurovision,(B)(6), director of regulatory affairs (B)(6).